Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer passed away at hospital on (B)(6) 2025. The cause of death was heart attack and diabetes. The customer's blood glucose was 300 mg/dl at the time of the incident. The last known product(s) for this customer are as follows: mmt-386a, mmt-332a, mmt-1715kl. Troubleshooting was performed for deceased reporting. Customer worn the insulin pump at the time of passing. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event and the customer was not using sensors. No product return is required for mmt-1715kl. No product return is required for unomedical. No product return is required for mmt-332a.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08750 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. On the event date of 01-mar-2025, there is no unexpected alarms/suspends recorded in the formatted history file. On the event date of 01-mar-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 47.425 u and dailytotalofbolusinsulindelivered = 00.000 u which is equal to the dailytotalofallinsulindelivered = 47.425 u. All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the event date of 01-mar-2025, these pump error(s)/alarm(s) were noted: multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2025 during basal delivery. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.29 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a broken belt clip rails. The pump passed all the required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.